Event description:
It was reported that during an esophageal stenting procedure, there was difficulty pulling the stent suture. An amplatz 0.035 guide wire was advanced to the lesion and the ultraflex esophageal non-covered stent was inserted with some resistance felt. The ultraflex stent was released approximately 2cm and the physician was no longer able to pull the suture. The device was removed and the procedure was completed with another device. There were no patient complications and the patient was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.